Event description:
The patient underwent aaa endovascular repair using the ovation prime abdominal stent graft system on (B)(6) 2013. The patient was not feeling well (vomiting) prior to the endovascular procedure. The patient was placed under local anesthesia, and the aortic body stent graft filled with polymer as expected. During cannulation of the contralateral leg, the patient stated that he was not feeling well. The fill polymer syringe was empty, and the patient experienced hypotension. The patient was intubated and placed under general anesthesia and was stabilized. Once the patient was stabilized, the procedure was completed and the aneurysm was successfully excluded. A small endoleak was observed at the completion of the procedure, but it could not be distinguished between a type I or ii. The physician did not treat the endoleak and will observe the patient at the 1 month follow-up.